Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver has broken. This caused 10 minutes delay to surgery time. No patient harm reported. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. The extraction screwdriver shows a partially broken tip. The received picture shows all of the broken parts available, but they were not returned for investigation. There are no other damages visible. The lot number of the screwdriver could not be evaluated as the part on which the lot number is etched was not returned for investigation. Neither a DHR review nor an investigation could be performed. Unfortunately we are not able to determine the exact cause which has led to this occurrence. A mechanical overload situation cannot be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.